Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no phacoemulsification power. The procedure type is unknown and there is no report of patient harm.

Manufacturer narrative:
The company service representative worked to troubleshoot the reported event remotely with the customer, who was advised to restart the system, reprime the cassette, and try another handpiece. No onsite service was performed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).